Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room after the lead integrity alert (lia) was triggered. The right ventricular lead was found to be fractured and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.